Manufacturer narrative:
The reliability analysis inspected 1 opened and or used reservoir performed manual prime test per using a new lab infusion set along with 7xx pump. The reservoir passed per inspection and no occluded anomaly was observed during test. The reservoir connected and or locked in place properly. (B)(4).

Event description:
The customer's mother reported via phone call of a no delivery alarm on customer's insulin pump. The mother states customer had issues with high blood glucose. Customer's blood glucose level was over 600mg/dl. The customer did not have back up plan and had not treated the high yet. Troubleshooting was conducted, and the alarm was resolved by a complete set and reservoir change. The customer will be returning reservoir for analysis.